Event description:
It was reported that the patient¿s ilet failed to charge despite placement on the beta bionics charging pad with a solid green indicator and after power-cycling the wall adapter and trying alternate outlets, resulting in the device not powering on and necessitating a replacement ilet and replacement charger. Symptoms included no adverse clinical effects, with blood glucose reported within range. Outcomes included temporary interruption of pump therapy with transition to backup therapy and continued cgm use. Investigation included remote troubleshooting of the charging system and verification of proper setup and power source function. Investigation of this device did not revealed a suspected charging or power subsystem malfunction of the pump that persisted despite a confirmed functional outlet and proper charger alignment, consistent with a device power/charging failure. It was concluded, based on previously established findings for similar reports, that the cause was not undetermined a device malfunction related to the charging/power component.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.